Manufacturer narrative:
H.6. Investigation: bd received 1 samples and 7 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective stopper molding with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for defective stopper molding with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after blood draw the shield was discovered to be cracked with a bd vacutainer® edta 2k. The following information was provided by the initial reporter, translated from japanese to english: after drawing blood into a vacutainer tube, a crack on the rubber stopper (of the shield) was found. No blood leakage occurred.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after blood draw the shield was discovered to be cracked with a bd vacutainer edta 2k. The following information was provided by the initial reporter, translated from (B)(6) to english: after drawing blood into a vacutainer tube, a crack on the rubber stopper (of the shield) was found. No blood leakage occurred.